Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg + b) on a cobas 6000 e 601 module. The initial result was 26.11 iu/l. This result was reported outside of the laboratory where the clinician requested a new sample be obtained and tested. On (B)(6) 2022 the initial result from the new sample was 0.100 iu/l with a data flag. This sample was repeated with a result of 0.100 iu/l with a data flag. The original sample was repeated and the result was 0.100 iu/l with a data flag. The original sample and the 2nd sample were sent to an external laboratory where the results from a different e601 module were both 0.100 iu/l with a data flag. The hcg + b reagent lot number was 58457901 with an expiration date of 31-mar-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
Calibration was last performed on 28-apr-2022; calibration signals were slightly lower than expected. Qc was acceptable. "Abnormal probe sucking" and "preclean short alarms" were observed on the alarm trace data. Based on the data provided, a clear root cause could not be identified. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.